Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was discovered that there was right atrial (ra) lead noise. Noise was able to be reproduced. Programming changes were made. The patient was in stable condition.